Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an act 5diff wbc lyse reagent pack that was leaking when received. There was no visible damage to the outside of the box. The leak was contained to the inside of the box. There was no exposure to eyes, mouth, or open wounds, although personal protective equipment (ppe) was not in use. No death or injury was reported for this event. No one sought medical attention, and there was no effect to any patients or to the user.

Manufacturer narrative:
Replacement product was provided. Msds was reviewed and risk management plan is in place for this facility. No definitive root cause for this event has been determined to date.